Event description:
Healthcare professional reported a grade IV capsular contracture. Healthcare provider additionally noted "capsular contracture with implant malposition." The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. As per the investigation procedure crease deformation wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued: e1: postal code: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Device remains implanted. This relates to the right side.